Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances. The patient was doing well post-operatively.